Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient died on 24 dec 2025 due to non-st elevated myocardial infarction. No further information was provided.

Manufacturer narrative:
The reported event was patient death. As received, only the connector portion of the lead was returned for analysis. Electrical testing that could be measured did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies with the exception of procedural damage.